Event description:
Pt with a history of severe osteoarthritis was treated with 2 injections of synvisc in the right knee. Pt developed knee pain and swelling after each injection. One day after the second injection the pt also developed fever. Arthrocentesis was performed and culture of snynovial joint fluid revealed staphylococcus aureus. The pt was treated with antibiotics and the clinical status of the pt is now much improved; knee is without effusion and has good mobility.